Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Awareness date on initial MDR should have been 17sep2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-14392. It was reported that the left ventricular lead was dislodged. During procedure on (B)(6) 2019, the left ventricular lead was explanted and replaced. The replacement lead tip appeared to be damaged and exhibited insertion difficulty when inserting the guide sheath into the lead. The replacement lead was not used and was replaced successfully. The patient was stable post procedure.